Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
All of the strings are super long and poorly braided- tampon [device physical property issue]. I'm having to trim the strings off myself [wrong technique in device usage process]. Case narrative: consumer reported via e-mail that all of the tampon strings are long and poorly braided. No injury reported.